Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire kinked during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The lot number was not reported; however, a device history record review was performed based on a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire kinked during use.